Manufacturer narrative:
The suspect hardware was not returned for evaluation so no testing was performed. However, the customer reported replacing the link assembly and pdm cable which corrected the system problem. Based upon the available information, there is no indication that the reported incident was caused by a product malfuction. Instructions-for-use address this situation with statements such as, "inspect overall physical condition of the system components, peripherals, and interconnecting cables. Perform any corrective actions required." This will ensure the hardware has not reached its end of life.

Event description:
Merge hemodynamics monitors, measures, and records physiological data from a human patient undergoing a cardiac catheterization procedure. The system comprises the patient data module and the hemo monitor pc. The two units are connected via a serial interface. All vital parameters and evaluations are registered and calculated in the patient data module. This data is then transmitted to the hemo monitor pc via the serial interface. All data can be shown and monitored on the hemo monitor pc. On february 15, 2016, a customer reported to merge healthcare that the site was experiencing problems with the ECG. Initial information gathered indicated that this was not a reportable event. However, on 3/17/2016, additional information received from the customer indicated that the problem occurred during an active case and resulted in the loss of capturing accurate EKG data for the patient. The customer replaced the link assembly and pdm (patient data module) cable and the problem was resolved. The device failed to perform an essential function which may lead to delay in diagnosis and/or treatment of patients. However, the customer indicated that the patient's treatment was not delayed and the procedure was completed successfully. Reference complaint number (B)(4).